Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter resulting in the pump shutting off. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter. Additionally, it was reported that the pump battery was depleting quickly. The customer declined to provide additional information regarding the issue. The customer's blood glucose level was 180 mg/dl.